Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited non sustained right ventricular oversensing episode due to post-paced t-wave oversensing on a single day. The patient did not receive inappropriate therapy. No resolution was taken. The patient was stable.